Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he experienced a low blood glucose level and passed out. He bumped his head and the insulin pump fell in the toilet. The customer's blood glucose level was 63 mg/dl. The customer took a manual injection. He was sweating and shaking when he came back home. The customer was admitted as an inpatient for medical treatment on (B)(6) 2016 with a blood glucose level of 241 mg/dl. The insulin pump had a blank display. The insulin pump alarmed button error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.